Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a leaking reference solution tubing. The fse replaced the reference solution tubing to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low results for sodium (na) and chloride (cl) on their au480 chemistry analyzer for one (1) patient sample. There was no report of change to patient treatment or injury associated with this event. The customer provided the data for the patient sample.